Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding locking issues involving a triathlon ps insert was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the device was not returned for evaluation.

Event description:
It was reported that the insert could not be locked with the tibial component properly. Posterior site of the insert was did not lock. The surgeon tried to insert it again, but it could not be locked because of the anterior wire deformation. Spare insert was prepared, so the procedure was completed.

Event description:
It was reported that the insert could not be locked with the tibial component properly. Posterior site of the insert was did not lock. The surgeon tried to insert it again, but it could not be locked because of the anterior wire deformation. Spare insert was prepared, so the procedure was completed.